Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5th march 2025, it was reported by a distributor via email that an ar-3638, knotless fibertak¿ with #2 suture (5-box), was stuck in an ar-3610ct, straight fibertak® spear, circumferential teeth, reusable, therefore it was unable to be deployed. With other implants (ar-3638), there was no issue like this. This was detected during use in a bankart procedure on (B)(6) 2025. Requesting further information from distributor.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-3638, with batch number 15118318, revealed a damaged anchor. Therefore, arthrex was able to deduce the cause of the complaint as misuse. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.